Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. The broken cartridge cap was not returned. A new cartridge cap was attached to the device and the device was found to operate without error. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. Damage to the cartridge cap as described by the reporter would result in the device's inability to operate properly; the device would go into an alarm condition to alert the user of an issue that the user must acknowledge to silence the alarm. The pump history was downloaded and analyzed, they were numerous (>10) alarms that the device displayed and the user acknowledged.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. It was reported that the pt had dropped and damaged the pump about four days prior. At the time the device was damaged the user noted that the cartridge cap was broken and would not hold an insulin cartridge securely in place. Rather then call her md for a back-up plan or the device manufacturer for a new device the user attempted to continue to try to use the device to deliver insulin. On the day of hospitalization, the pt was admitted to the hosp in dka. The pt was treated with IV fluids and insulin. The device should be returned for evaluation.